Manufacturer narrative:
A ge service representative performed an on site investigation. The lift assembly and the power supply were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system would not go up and down. No patient injury was reported.